Event description:
It was reported by the customer "patient was noted to have blood backing up and out of port tubing. It was found that his port tubing had broken at the distal end just above where clave connects. Unknown how long tubing had been broken, increasing pts risk for central line infection and blood loss. Patient required re-access, causing him to be stuck again." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of broken tubing on a powerloc max was confirmed and the cause is currently under investigation. The product returned for evaluation was one 20 ga x 1 in powerloc max. The returned product sample was evaluated and the following observations were made: a tear in the extension tube was seen at the interface of the proximal luer adapter the fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer "patient was noted to have blood backing up and out of port tubing. It was found that his port tubing had broken at the distal end just above where clave connects. Unknown how long tubing had been broken, increasing pts risk for central line infection and blood loss. Patient required re-access, causing him to be stuck again." No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.